Manufacturer narrative:
This report is submitted on october 15, 2020.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use. Subsequently, the device was explanted (specific date not reported).